Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2017-03837, reference MFR. Report#: 1627487-2017-03838, reference MFR. Report#: 1627487-2017-03840. The patient was implanted with an scs system for off-label use on (B)(6)2017. It was reported the patient experienced an allergic reaction (near her lead site) due to antibiotics she received when she was being prepped for the scs implant procedure. Per company representative, the patient was advised to see another doctor for steroid injections.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2017-03837. Reference MFR. Report#: 1627487-2017-03838. Reference MFR. Report#: 1627487-2017-03840. Follow-up revealed the allergic reaction began on (B)(6) 2017. It was also reported the patient's issue resolved over time.